Event description:
The user facility reported that their eagle 3000 sterilizer alarmed during a cycle. Following the alarm, the power to the sterilizer was shut off by an employee. The employee opened the door subsequently allowing water to exit the unit and contact the employee's feet. The employee sought and received medical treatment.

Manufacturer narrative:
Instruments present in the sterilizer during the time of the reported event were reprocessed. A steris service technician arrived onsite and found that the unit alarmed for "too long in exhaust". The technician inspected the sterilizer and found that multiple check and drain valves were not operating properly. The employee did not follow proper operating procedures for a sterilizer alarm. The operator manual states (1-1), "the water sensing system will not function if electrical power is not available (display is blank). During this time a steam supply malfunction can cause the chamber to fill with scalding water." The operator manual states (5-2), "warning - burn hazard: a steam supply mal-function, identified by an audible (warble tone) and visual alarm, can cause the sterilizer chamber to fill with scalding water. Do not open the door. Call for service immediately." The steris service technician counseled user facility personnel on the proper use and operation of the sterilizer. The sterilizer is approximately 14 years old and is not under a steris service contract. The sterilizer is serviced and maintained by the user facility. The operator manual states (1-2), "regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact your steris service representative to schedule preventive maintenance. Repairs and adjustments to this equipment must be made only by fully qualified service personnel. Maintenance performed by inexperienced, unqualified persons or installation of unauthorized parts could cause personal injury or result in costly equipment damage." The steris service technician repaired the sterilizer, tested the unit, and confirmed it to be operational. The sterilizer was returned to service and no additional issues have been reported.